Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The hcp stated the pt developed meningitis two weeks post-operatively. Culture results are not known. The pt underwent explantation of the device and recovered with antibiotic therapy.